Event description:
Patient was revised to address a femoral component which had been malrotated since primary surgery, and also the insert was not fixed in the tray. It was reported that the patient had fallen, but it is not known whether the fall caused the insert to pop out of the tray.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event. Provided information stated poor device positioning was identified as a likely contributing factor. The reported patient trauma (fall) could also be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.